Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she had issues with the infusion sets. Her blood glucose level would not register on the meter. The customer delivered a bolus but nothing was getting to her. Customer's blood glucose level was 450 mg/dl. The customer treated her blood glucose level with the insulin pump. Her most recent blood glucose level was over 600 mg/dl. She took a 8 unit shot in the arm to treat. The customer was wearing the infusion sets and reservoirs longer than the 3 days recommended. The device was not returned.